Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2012, the following device was implanted: proximal component: ztlp-p-42-173-ci, lot #2836493. There was no difficulty deploying the device. No additional components were placed. No additional procedures were done. At the conclusion of the procedure, the device was patent with no endoleaks or kinks, according to the site. Analysis noted that the device was patent with no endoleaks or kinks. Follow-up: 1 month: (B)(6) 2012; analysis: aneurysm diameter 65 mm; device patent and intact with no kinks and no endoleaks. 6 month: (B)(6) 2012; analysis: aneurysm diameter 71 mm; device patent and intact with no migration, kinks, or endoleaks. 12 month: (B)(6) 2013; analysis: aneurysm diameter 71 mm; device patent and intact with no migration, kinks, or endoleaks. Note was made that the distal descending aorta had dilated. There was no longer seal in the most distal 17 mm of the device. The taa size was noted to be stable at 71 mm since 6 months, but larger than on the pre-procedure study (60 mm). Unsheduled: (B)(6) 2013; analysis: aneurysm diameter 75 mm; device patent and intact with no migration, kinks, or endoleaks. Continued aneurysm growth noted. Secondary intervention: (B)(6) 2013; devices implanted: proximal component: txlp-38-167, lot #2838211, distal component: txlp-38-147, lot #2946796. 2 year: (B)(6) 2014; analysis: aneurysm diameter 78 mm; device patent and intact with no kinks, or endoleaks. Migration was not assessed due to the placement of additional components. 3 year: (B)(6) 2015; analysis: aneurysm diameter 83 mm; device patent and intact with no migration, kinks, or endoleaks. 4 year: (B)(6) 2016; analysis: aneurysm diameter 81mm; device patent and intact with no migration, kinks, or endoleaks. 5 year: (B)(6) 2017; analysis: aneurysm diameter 87 mm; device patent and intact with no migration, kinks, or endoleaks. Patient outcome: the following events have been reported for this patient: on (B)(6) 2013 (568 days pp): thoracic aneurysm proximal and distal to original; on (B)(6) 2013 (594 days pp): secondary intervention to treat disease progression ¿ thoracic aortic aneurysm proximal and distal to previously placed zenith tx2lp investigational device additional information received 27apr2018: the secondary intervention performed between 1-2 years post-procedure initially sealed off the aneurysm. However, the patient has continued to experience growth of the aneurysm through the 5 year follow-up. The patient completed the five years of follow-up for the clinical study.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi): (B)(6). Registration no.: (B)(4). Ec method code: 4109 historical data analysis; 4112 analysis of data provided by user/third party: 4117 device not accessible for testing. Ec result code: 4247 problems caused by patients disease progression. Summary of investigational findings: the new information states that cranial migration of the distal component was observed on the 4 and 5 year CT. Moreover, a distal type I endoleak was noted on the 5 year CT. The event information also describes that the aorta shows active disease, with the aneurysm growing and expanding proximally and distally. The review of the imaging confirmed an inadequate proximal landing zone of 10 mm on the ztlp-p-42-173-ci device, as described in the previous investigation. Furthermore, at the 12 month postoperative CT scan the proximal graft is 7 mm further distal from the lsa compared to prior. This corresponds with elongation of the thoracic aorta by 7 mm, rather than graft migration. Additionally, at 19 month (before relining) the proximal graft is 11 mm further distal from the lsa compared to prior. The distal graft distance from the celiac trunk has also increased by 7 mm. These findings are also due to progression of disease and thereby 17 mm aortic elongation of the thoracic aorta (compared to the 12 month scan), rather than to graft migration. Despite no evident endoleak with inadequate proximal seal, the taa continues to expand after initial repair due to progression of disease. Ztlp-p-38-167 and ztlp-d-38-147 were placed during secondary procedure. The placement of the distal component (ztlp-d-38-147) appears to have only a 10 mm length of circumferential wall apposition above the celiac. After the secondary procedure, there is continued progression of disease with continued expansion of the taa, continued aortic dilation and expansion of the proximal and distal graft segments and continued elongation of the thoracic aorta with resultant increased angulation, distally (105 degrees angulation compared to 70 degrees at 1 month). At the 60 month postoperative CT study, the distal graft is fully expanded to 38 mm in diameter and there is a loss of distal wall apposition with an aortic diameter measuring 51 mm at the distal graft. There is no evidence of type I endoleak or migration of the distal component on any of the CT images provided and the endoleak and migration can therefore not be confirmed. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Investigation is still in progress.

Event description:
Additional information received 16may2018: analysis evaluation shows cranial migration of the distal component on the 4 and 5 year CT, and shows a distal type I endoleak. The taa continues to enlarge, now 27mm greater in maximum diameter than at pre-procedure time point. The aorta shows active disease, with the aneurysm growing and expanding proximally and distally. The device has no area of seal zone, and the aneurysm extends further into the abdominal aorta. The device has migrated caudally, and an endoleak at the distal anastomosis is now identified.